Event description:
It was reported that noise was previously observed and the device system was programmed off. A year later, the system was explanted due to noise and suspected lead fracture. During revision, subclavian crush was observed on the lead. Patient was stable after procedure.